Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous mid portion of the left anterior descending artery (lad) . The target lesion was predilated with an unspecified balloon. A 8mm x 2.75mm nc quantum apex mr balloon catheter was advanced to post dilate an unspecified stent. During the first inflation at 4atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact and post dilation was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.